Event description:
Reference number (B)(4). Event occurred in saudi arabia. It was reported that the patient experienced bent cannula and high blood glucose (bg) event leading to hospitalization on (B)(6) 2025. The patient blood glucose (bg) at the time of admission was 293 mg/dl with symptoms of dizziness, tiredness and thirsty. The patient had ketones showing results of 2. The patient got treated with insulin intravenously (IV) via drip. The length of hospitalization was less than 24 hours. No further information available.